Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the stent partially deployed. The 100% stenosed target lesion was located in the mildly calcified and non-tortuous superficial femoral artery (sfa). An ipsilateral puncture was performed and the lesion was accessed with a 0.035 inch stiff guidewire. Pre-dilation was performed. A 6mmx80mm, 130 cm eluvia drug-eluting vascular stent system was selected for use. During deployment inside the patient, there was resistance with the thumbwheel and the stent only expanded at the tip. An attempt to use the pull grip was not made. The device was removed and replaced with another of the same device to complete the procedure. There were no patient complications and the patient was good post procedure.